Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample received.

Event description:
It was reported that the sample port disconnected. The complainant stated that due to the disconnections of the sample port, the patient allegedly has experienced infections. It was also reported that a dualcap, intended for vascular access IV lines, was placed on top of the sample port.

Manufacturer narrative:
Received 1 used blue stem luer port only. The visual inspection noted that the blue stem luer, and the body cap were returned disconnected from the rest of the connector and bag. The blue stem luer was returned without the rest of the sample port body. Evidence of ultrasonic welding was observed in the sample port cap. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "visually inspect the product for any imperfections of surface deterioration prior to use. If package is opened or if any imperfections or surface deterioration is observed do not use." (B)(4). Photo sample received.

Event description:
It was reported that the sample port disconnected. The complainant stated that due to the disconnections of the sample port, the patient allegedly experienced a urinary tract infection, which was treated with antibiotics. It was also reported that a dualcap, intended for vascular access IV lines, was placed on top of the sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction = manufacturer site. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample received.

Event description:
It was reported that the sample port disconnected. The complainant stated that due to the disconnections of the sample port, the patient allegedly experienced a urinary tract infection, which was treated with antibiotics. It was also reported that a dualcap, intended for vascular access IV lines, was placed on top of the sample port.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Photo sample received.

Event description:
It was reported that the sample port disconnected. The complainant stated that due to the disconnections of the sample port, the patient allegedly experienced a urinary tract infection, which was treated with antibiotics. It was also reported that a dualcap, intended for vascular access IV lines, was placed on top of the sample port.